Event description:
On (B)(6) 2010, pt reported infusion device piston rod kept spinning and making a grinding/ticking noise when trying to complete cartridge change. Infusion device eventually displayed cartridge error (e10). Battery setting was not programmed correctly and was changed during call. Attempted to retract piston rod twice using a new battery, and the same issue occurred. The grinding/ticking noise was first heard on day of report. The noise was only heard when piston rod was retracting, not extending. Insulin leaked from the infusion set into the cartridge compartment a few days prior to report. Infusion tubing leaked where it was connected to the insulin cartridge. It was not a large amount of insulin, and pt used a cotton swab to dry the cartridge compartment. Infusion device was replaced and requested for eval. Infusion set, insulin cartridge, and adapter were discarded and will not be returned. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.